Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis, iop increase and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent surgery/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2018-00115 for patient's left eye (os).

Event description:
Initially, the surgeon reported that following bilateral cataract plus trabecular micro bypass stent procedures, the patient presented with uveitis in the left eye and increased iop and decreased vision in both eyes. Symptoms in the left eye were observed three (3) weeks post-op and symptoms in the right eye were observed two weeks post op. Subsequently, the surgeon increased the topical steroids to treat the uveitis and glaucoma medications for the increased iop. The uveitis and iop improved following treatment in both eyes. The surgeon stopped the topical steroids for two (2) days, as the uveitis resolved. At approximately, one (1) month post- examination, the patient presented with recurrent uveitis with ¿pupil midway dilated ¿, increased iop (ou) and 2+ red blood cells (rbcs) in the anterior chamber (ac). The surgeon treated the uveitis more ¿aggressively¿ with topical steroids. Following the treatment, the patient¿s iop decreased in both eyes with rbcs resolved. The patient continued to be treated with drops. Following medical monitor consult, the surgeon reported the following additional information. Reportedly, the patient was not on any blood thinning agents, and no known reasons for increased episcleral venous pressure. There was reflux into the ac during the surgery and gonio showed no blood clot and nothing obscuring the stents. The stents appeared still in the same position. The pressures spiked (52 mm hg) when the steroids were stopped, and the cornea thickness increased from 568 to 634mm. Through follow-up, the surgeon provided the following additional information. Postoperatively, the patient's iop has improved with treatment, but the inflammation persists. Recommendations were provided to switch topical steroids and place the patient on acyclovir. The surgeons agree that the inflammatory reaction may be due to a hsv flare up (herpes simplex virus); however the root cause remains unknown. Additional information is being requested. This report references the patient's right eye (od).

Event description:
Through follow-up the following additional information was received. Reportedly, the patient improved immediately after anti-virus treatment but could not tolerate the regimen due to vomiting associated with it. As a result, the inflammation and pressure increased. Subsequently, the surgeon restarted the treatment and after 48 hours the patient "looked much better" with 1+ cells od/trace os and improved iop. This report references the patient''s right eye (od).

Manufacturer narrative:
MFR# reference: (B)(4).